Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The patient was found down at a gas station. A bystander called 911, and the patient was down approximately 1 hour before medics arrived on site. Medics noted the heartmate device had low flow alarms. The patient was reportedly in sinus rhythm which then progressed to asystole. The patient was unresponsive. Cardiopulmonary resuscitation (CPR) was started with advanced cardiovascular life support algorithm treatments. Upon arrival to the emergency room (ER), staff noted asystole. CPR was in progress. Low flow alarms were continuous with noted power consumption at approximately 21.5 watts. An ER doctor called to end the code as all measures were futile approximately 1.5 hours after the patient was found. The event log file was noted to be 5 minutes and 20 seconds in duration ranging from 14:31:32 to 14:36:52 on (B)(6) 2021. The file captured a number of internal fault, rotor displacement, high current, and circuit over temperature indications. Pump power was recorded as greater than 20 watts with the device's temperature at 123 degrees celsius. Pulsatility index, flow, and actual speed were all recorded as 0. The file showed the driveline disconnected at 14:35:46. The cause of the issues was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stoppage with elevated pump temperature, which appear to be associated with rotor instability. The log files also contained left ventricular assist device (lvad) flags consistent with a current sense issue. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The patient was found down at a gas station on (B)(6) 2021. Emergency medical services arrived after approximately 1 hour and upon arrival noted low flow alarms with the patient in sinus rhythm. The patient¿s heart rhythm progressed to asystole, and the patient was unresponsive. Cardiopulmonary resuscitation (CPR) was initiated with advanced cardiac life support (acls) algorithm treatments. Upon arrival to the emergency room, the patient¿s heart rhythm was asystole as CPR was in progress. Low flow alarms were noted with device power consumption at approximately 21.5 watts (w). Resuscitation efforts were discontinued as all measures were found to be futile at approximately 1.5 hours since the patient was originally found down. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021. The controller periodic log file captured the pump operating as intended at the set speed from (B)(6) 2021 through (B)(6)2021 at 12:47:00. Prior to the disconnection of the driveline on (B)(6) 2021 at 14:35:46 in the controller event log file, speed was 0 revolutions per minute (rpm), estimated flow was 0 liters per minute (lpm), and power ranged from 20.8-23.1 watts (w). Throughout the applicable controller event log file data, lvad internal fault, low speed advisory, low flow, and lvad off alarms were active. The controller periodic log file also captured the aforementioned alarms during the final two data collections in the log file on (B)(6)2021 at 13:17:00 and 13:47:00. The lvad internal faults were associated with (f68) rotor_displacement, (f51) high_current, (f41) bearing_a_over_current, (f42) bearing_b_over_current, and (f39) circuit_over_temperature flags. These events appear to be associated with rotor instability. Dclink_I flags (indicating the input current monitored by the lvad has surpassed 2 amperes) were also captured throughout the controller periodic log file. There were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. Heartmate 3 lvas, serial number (B)(6), has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29jun2016. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 7 "alarms and troubleshooting¿ outlines all system alarms and how to resolve them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.